Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical device support director that the patient experienced red heart, yellow wrench, and low flow alarms, as well as a power limit advisory and a large amount of black dust was noted in the vent filter. The patient was admitted to the hospital and placed on pneumatic support using an ip console and stroke volume limiter (svl). Approx. Two weeks later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trail lvad. The explanted device was returned to the manufacturer for evaluation; however, the manufacturer was unable to conduct an investigation of the returned device because it was reprocessed per procedure, as it was returned as a non-complaint lvad approx. Seven months prior to the manufacturer receiving the complaint. A review of device history records showed no deviations from manufacturing or qa specifications. No conclusion can be drawn as to the root cause of this event. No further information is available. The manufacturer is closing its file on this event.